Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure the retrieval bag didn't fit down the step trocar easily. Lubricant was used to get the instrument down the port. There was no patient injury.